Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to the power supply. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was blowing fuses. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.